Event description:
Mmi sales rep called to report the customer was admitted in the hospital for dka. Customer's doctor contacted mmi sales rep and requested a replacement. Also stated that customer dropped the pump a few weeks ago. Customer was in ICU and the hospital staff did not have time to troubleshoot the pump. Mmi sales rep did not have any additional information at this time.